Manufacturer narrative:
Three requests were made for the return of the device without any response. Should the device be received the complaint will be reopened. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
During a shoulder arthroscopy procedure, it was reported that some blade fragments released. The fragments were removed via suction through pump and instruments; the surgeon was confident all debris/pieces were removed from the surgical site. Another blade was not used. This was a hard tissue issue. There were no anatomy or procedure exceptions, and no more force was required on the device used in this procedure than typical. There was no delay in the procedure. There were no complication reported.